Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h10. Correction to h6 method. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. In this case, the complaint for difficulty introducing sheath was empirically confirmed based on provided information by the fcs (field clinical specialist). Available information suggests that patient factors (calcification, undersized vessels) likely contributed to the event, as provided information indicated 'moderate' degree of access vessel calcification, and a minimum luminal diameter (mld) between 5 and 6 mm (it should be '5.5mm to be used with a 14f esheath/ esheath+). Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath, as reported. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our united kingdom affiliates, during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position by transfemoral artery, difficulty was encountered during insertion of the 14 fr dilator and during insertion of the esheath+, with difficulty obtaining access. After the esheath+ was removed, a digital subtraction angiography (dsa) showed the common iliac artery was blocked. The vessel was ballooned, which temporarily restored flow for approximately 10 minutes before it became blocked again. The vascular solution was not yet known. The final patient status was not available.